Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported on (B)(6) 2018, a 3.0x12mm and a 2.50x33mm xience alpine stent were implanted. On (B)(6) 2018 the patient was re-admitted with cardiovascular symptoms and chronic obstructive pulmonary disease (copd). On and (B)(6) 2018 the patient was re-admitted with cardiovascular symptoms and type 2 diabetes. The type of intervention was not been reported and final patient outcome is unknown. No additional information was provided.